Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil in multiple locations distal to the suture sleeve tie impressions. The cause of external insulation abrasion is consistent with friction to another device or features of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The record is being updated to a malfunction based on analysis.